Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the had blood glucose of 225 mg/dl and gave correction then the blood glucose declined to 45 mg/dl. The customer also reported that they received battery out limit alarm. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.